Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG non functional) has been confirmed. Upon investigation, the belt failed an ECG falloff test. The root cause for the failure was that the distribution node to rear cable was cut inside the distribution node along with gel fire wires. All wires were cut. The root cause for damaged cable was physical abuse. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.